Event description:
The reporter indicated that two implant forms with different pt, hospital and doctor information were sent in with the exact same model and serial number 249-09-02858. There was not a pt involved in this event.